Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out of range shock lead impedance measurement. Additional information received that a revision procedure was performed during which a maximum shock of 41j was programmed and delivered. However, the shock was not established and an error was shown in the programmer screen. A capacitor reform was attempted to check for the battery status but another error message was displayed. A fluoroscopy was done and it was noted though unclear that the terminal pin might not be fully inserted. This crt-d was explanted and the rv lead was surgically abandoned. A new crt-d and rv lead were successfully implanted the following day. No additional adverse patient effects were reported.